Event description:
It was reported that a perforation and pericardial effusion occurred. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. During the procedure, the device perforated the laa. A pericardial effusion was noted for which a pericardiocentesis was performed. The closure device was successfully implanted. The patient was then sent to the intensive care unit and discharged the following day without further complication.